Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. E1: the information included in e1 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the alarm sounded, and the unit powered down due to a failure of the main board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when he powered on his olympus high flow insufflation unit during procedure preparation, the alarm sound and the unit powered down. According to the initial reporter, the intended procedure was completed without any harm to the animal patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. After powering the unit up during testing, the unit powered down on its own. Evaluators did confirm that a visual inspection of the subject device revealed no additional abnormalities. If additional information becomes available following the device evaluation, a supplemental report will be filed.